Event description:
The clinician reported that a revision surgery was performed as a result of csf leak 11 days following the initial post area fossa craniotomy. During the revision surgery the clinician observed that the duramatrix suturable product was breaking down on the edges and had a small amount of fluid buildup underneath. As part of the initial reporting the distributor's sales representative stated that duramatrix suturable product was used in conjunction with duramatrix onlay product (emdr report 2249852-2017-00018). Based on follow-up information it has been determined that duramatrix suturable product was the only product used in the procedure and the duramatrix onlay product was not involved.

Manufacturer narrative:
Based on the additional information received from the distributor and clinician section has be updated. It has been clarified that the duramatrix suturable (dms45) product was the only product associated with the reported incident and the duramatrix onlay product was not used.

Manufacturer narrative:
Device history record review and additional qc reserve sample testing confirms that the product met release criteria. There are no indications that the product would not perform as designed.

Event description:
The clinician reported that a revision surgery was performed as a result of csf leak 11 days following the initial post area fossa craniotomy. The initial procedure was completed using a combination of duramatrix suturable and duramatrix onlay products. During the revision surgery the clinician observed that the duramatrix suturable product was breaking down on the edges. Based on additional feedback provided, the suturing technique during the initial procedure may have been a contributing factor in the event.